Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in a line of a homechoice cassette during the prime cycle. The patient stated that they pressed go on the homechoice and saw prime, then saw fluid coming out of one of the lines. The patient powered the homechoice off. The patient was unable to identify which line leaked. The technical service representative advised the patient to not use the set-up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.